Manufacturer narrative:
H6: investigation summary: one picture was taken by the customer which verifies the customer complaint that there was ballooning of the pump segment. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0010 and pump module dchu-0014 at 125 ml / hr for 1 hour. No ballooning occurred throughout the infusion, or after the infusion. The customer complaint that there was ballooning of the pump segment could not be replicated. A device history record review for model 2420-0007 lot number 20125818 was performed. The search showed that a total of 34563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20125818. It was reported that there was ballooning of the pump segment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20125818. It was reported that there was ballooning of the pump segment.